Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump was returned with a thinning keypad cover. During testing, the ok, up and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The down arrow keypad button contact was observed to be damaged. Unrelated to the initial complaint, the audio bolus button cover was found to be torn.